Event description:
It was reported that when removing the foley catheter, registered nurse removed 10ml of sterile water to deflate the balloon. When removing, the patient exhibited some signs of discomfort and upon removal the balloon was found to still be partially inflated. The registered nurse passively removed the catheter without forcing it; no harm reached the patient aside from discomfort. No medical intervention was reported.

Manufacturer narrative:
The complete report source number is (B)(4). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when removing the foley catheter, registered nurse removed 10ml of sterile water to deflate the balloon. When removing, the patient exhibited some signs of discomfort and upon removal the balloon was found to still be partially inflated. The registered nurse passively removed the catheter without forcing it; no harm reached the patient aside from discomfort. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Corrections: g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when removing the foley catheter, registered nurse removed 10ml of sterile water to deflate the balloon. When removing, the patient exhibited some signs of discomfort and upon removal the balloon was found to still be partially inflated. The registered nurse passively removed the catheter without forcing it; no harm reached the patient aside from discomfort. No medical intervention was reported.